Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bolus was not administered. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the bolus not administered. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The customer issue was not confirmed. The bolus delivery is working normally. The reported issue was not confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.